Event description:
It was reported by svc report that the bed was stuck, and the head-end could not ascend or descend to the lowest position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty power coil cable. Broken head-end lift motor coupler.